Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation and presented to the hospital. The pulse generator exhibited backup vvi operation. The device was reprogrammed successfully. The patient was fine after the event.